Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complications noted within the article cannot be determined or is unknown. Isi has attempted to contact the author to gather additional information regarding the patients/incidents. However, as of the date of this report, no additional information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history shows no other complaints related to the complications reported in this event. No image or video clip for the reported event was submitted for review. No product is expected to be returned for analysis. A review of the system and instrument logs was not possible as there are currently two known xi systems present at the procedure site: (B)(4). Further log review is not possible due to lack of system and instrument details, event/procedure dates, and confirmation of site location. This complaint is being reported due to the following: within the tcvs techniques article titled, ¿robotics-assisted epicardial left atrial appendage clip exclusion," a number of post-operative complications were noted. Although there is no allegation within the article that a malfunction of an isi system, instrument, or accessory occurred, the causes of the post-operative complications are unknown. Refer to FDA medwatch report with patient identifier #(B)(6) for additional information regarding the post-operative complications resulting with patient deaths noted within the article.

Event description:
On 11-oct-2021, intuitive surgical, inc. (Isi) became aware of a jtcvs techniques article titled, ¿robotics-assisted epicardial left atrial appendage clip exclusion" (antaki,t., michaelman, j., et al., 2021). The objective of the study was to demonstrate the feasibility and safety of robotics-assisted left atrial appendage clip exclusion in clinical practice. This study involved the analysis of a single center, robotics-assisted left atrial appendage clip exclusion experience using an epicardial linear clip device in patients with atrial fibrillation with high-risk of thromboembolic stroke and intolerance to oral anticoagulants. The study period was from december 2017 to september 2020, and all procedures were carried out on the xi system by the same surgeon. The laa exclusion was performed using atriclip pro2 and atriclip prov clips. Within the journal article, post- operative complications noted were: one case of hemothorax requiring thoracoscopy a day later. One case of late lacunar stroke 18 months post-operatively due to in situ small intracranial vessel thrombosis without left atrial appendage thrombus on imaging. Her stroke was believed to be due to carotid or intracranial atherosclerotic disease. 4 out of 42 patients had severe hyponatremia with sodium level <125 meq/l causing added length of hospital stay. The severe hyponatremia was seen in association with heart failure, renal failure, and frailty. Two patients experienced late gastrointestinal bleeding, despite being off oral anticoagulant (oacs). One patient with a cha2ds2-vasc score of 9 remained on apixaban per her other health care provider¿s judgment. Late deaths due to abdominal sepsis at 6 and 11 months were reported in 2 patients, plus 1 death at 12 months due to pancreatic cancer and 1 at 2 months due to liver failure. 5 patients had urinary retention. 2 patients had acute chronic renal insufficiency. 1 patient had pneumonia. Isi has made multiple follow-up attempts to obtain additional information from the author. However, no further details have been received as of the date of this report.